Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However, unit error "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The fault was isolated to the motherboard. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the basal rates change automatically every nights basal value changes to 5 units. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.